Event description:
New information received: externalized conductors and electrical failure were observed on the lead.

Event description:
It was reported that noise was observed on the tip coil of the rv lead. Patient was asymptomatic. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 49.7 cm was returned for analysis. External insulation abrasion was observed at 12.6-13.5 cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasions were noted at 6.6-9.7 cm, 9.8-12.0 cm, and 13.1-15.2 cm from the distal tip. Internal insulation abrasion under the svc shock 23.7 cm to 24.0 cm from the distal tip. The etfe was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.6-9.7 cm from the distal tip. The rv conductor cables were abraded at this location. Internal insulation abrasion was noted under the svc shock coil abrasions were noted at 21.7 cm to 23.0 from the distal tip. The svc conductor was broken at 19.5cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 7.1-11.2 cm from the distal tip. The sensing conductor etfe was abraded and inner coil was exposed at this location. This is consistent with the observation from the field of noise.